Manufacturer narrative:
It was previously report the manufacturer received a voluntary medwatch (mw5112726) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging philips CPAP machine recall. Philips won't replace, causes cancer defective medical equipment they delayed this for years. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The previous report did not include the the correct information for the adverse event/product problem, the outcomes attributed to ae, event date along with the health impact grid. This report is being filed to correct this information.

Manufacturer narrative:
H3 other text : the device has not been returned.

Event description:
The manufacturer received a voluntary medwatch (mw5112726) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging philips CPAP machine recall. Philips won't replace, causes cancer defective medical equipment they delayed this for years. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.